Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (arrhythmia alarms) has been confirmed. The cause for the failure was isolated to damaged cable connecting ECG "a" and ECG "b" with exposed wires. The root cause for the damaged cable and exposed wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving "arrhythmia" alarms.